Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances, the lead migration and the device feeling different was not determined. The rep said the replacement surgery had not been scheduled yet. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was seen in office for a prp check. The rep reported that the patient reported at her (B)(6) 2019 appointment she told the provider that she rarely used the device because she didn¿t like the feeling paresthesia, but when she turned the device on it was ¿different¿ than before. The rep noted that the account took a picture, but they couldn¿t find it in the chart on the day of the report. The rep reported that the patient was told that the leads migrated. The rep checked impedances on the day of the report and all contacts were high. The patient denied an accident, fall or any traumatic event. The rep reported that the patient¿s battery read 3.010. The rep reported that the plan was to replace the leads and battery at the same time and use high density settings for the patient. No further complications were reported.